Event description:
Smartez pump (se0200-100, lot# unknown) containing meropenem 1 gram in 0.9% sodium chloride 100 ml would not infuse. Medication ed drips when disconnected and unclamped. Line is flushing well. Pump finally infused after reconnecting.